Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure prior to use. The following information was provided by the initial reporter: material no. 368607. Batch no. 9182744. Per email: we have had 4 needles last week have the following issues, when lab assistant removes the cap the safety breaks off. I have removed the lot from our collection of needles.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Additionally, evaluation & testing of the customer samples was performed and safety shield separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure prior to use. The following information was provided by the initial reporter: material no. 368607, batch no. 9182744. Per email: we have had 4 needles last week have the following issues, when lab assistant removes the cap the safety breaks off. I have removed the lot from our collection of needles.